Event description:
It was reported that the patient had been hospitalized due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.